Event description:
After having a gastrostomy procedure in 2009, the pt expired the following month. It is believed the device was removed at autopsy. No additional info provided.

Manufacturer narrative:
Lot info not provided by the reporter. Expiration date unk, as lot is unk. Evaluation: still under investigation at this time.